Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Bottom tamper seal was broken and plunger seal was in tact. Plunger head was visibly filled with fluid ingression. Top and bottom cases filled with contamination, including all the boards. Force sensor test found in error history log. Force sensor was out of specification and value was stuck at 21.5 lbs. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Reference the following caution statement contained in the operator's manual under important safety information "cautions." This pump is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. If fluid leakage into a pump is suspected, remove it from use until a trained biomedical technician can test it." No further actions/repairs were done as the pump was beyond economical repair.

Event description:
It was reported that force sensor test occurred. No patient injury was reported.